Manufacturer narrative:
Corrected data: h6- medical device code: 1494- off label use (age<21). H6- medical device problem code: "2993" should be removed and "3189" should be added. H6-health effect- impact code: "4629" should be removed and code "2199" should be added. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints within associated lots. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/2.0/105 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye. There was patient contact but no patient injury. On (B)(6) 2023, the replacement lens was implanted and the problem was resolved. Cause of the event is unknown. Reportedly, "the lens loaded successfully but during the injection/implantation it was caught by the foam tip plunger and tore it apart, the lens was torn completely and we removed it immediately." Status of the eye is, "as expected eye is well."